Event description:
Received info stating customer received multiple occlusion alarms. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support system check indicated occlusion was related to the infusion set site (manual).

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a f/u report will be submitted.